Event description:
The customer reported to philips, "can not charge." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.